Manufacturer narrative:
Complained product will not be not available.

Event description:
Nearly choked on it [choking sensation]. Using one of brush heads and nearly choked on it - oral-b [device breakage]. Case narrative: female consumer via phone stated that she was using one of the oral-b toothbrush heads and nearly choked on it. No serious injury was reported.